Manufacturer narrative:
The astral device main circuit board was returned to resmed for an investigation. The reported complaint was confirmed via screenshot, however, performance testing could not reproduce the reported complaint. Therefore, the root cause is unable to be determined. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault error message. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: pr 2151743. Pending evaluation

Event description:
It was reported to resmed that an astral device displayed a system fault error message. There was no patient harm or a serious injury reported as a result of this incident.